Event description:
Int'l affiliate reports the disposable perforator failed to disengage and parenchymatous tissue of the brain was damaged. Affiliate notes the perforator appears to have been used more than once although it was reported that this was a new item.